Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm and se 2367 alarm that appeared on the homechoice (hc) unit during dwell 3 of 5. The technical service representative (tsr) explained that se 2240 indicates a large amount of air has entered setup. The tsr then instructed the hp to start over with new supplies or finish with manual supplies. The hp stated that she just wanted to end therapy since she was almost finished anyway. The tsr advised the hp to inform the nurse (rn) within the next 24 hours of the alarm and any missed therapy. On (B)(6) 2010, product surveillance contacted the patient's rn. The rn stated that the patient was seen recently and was doing fine with therapy. The nurse stated the home patient had not reported any alarms/issues with therapy. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report of a system error 2240 was not confirmed as a sample or batch details were not available. Based on the information obtained during baxter's investigation, not enough data is available within the report to identify root cause. The baxter technical service representative reviewed proper procedures with the home patient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).